Event description:
It was reported that the universal handswitch was discovered to have a broken safety switch during a routine equipment evaluation at the user facility, by a manufacturer's service technician, creating a situation from which the device has the potential to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the universal handswitch was discovered to have a broken safety switch during a routine equipment evaluation at the user facility, by a manufacturer's service technician, creating a situation from which the device has the potential to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The customer comment was confirmed. One side of the run/safety switch was found to be broken off. This can occur due to worn detents which occurs over time due to fatigue. The handswitch is not a repairable device and will not be returned to the user facility.